Manufacturer narrative:
Initial 1 of 2. E1: patient country: denmark. Name: tandem, country: united states of america, street: 11045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number and serial number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set patch did not stick to skin upon insertion on (B)(6) 2026.